Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 12-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 257, 246 and 215mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-110mg/dl and expected fasting post meal blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. Customer stated she had felt tired when she had obtained the result of 79mg/dl in the meter memory; customer was not concerned with this result. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was performed by the customer fasting and produced test results of 211mg/dl and 210mg/dl using true metrix air meter; customer was not satisfied with the results obtained. The product is stored according to specification in the back room. The test strip lot manufacturer¿s expiration date is 07/31/2022 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history: (B)(6).